Event description:
It was reported that pump displayed cartridge change error during cartridge load process. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, inspected cartridge o-ring, removed pump from case, checked and cleaned pneumatic tap area, reattached cartridge to ensure it was fully snapped into place, and then followed on-screen steps to complete loading, after which customer successfully resumed insulin delivery.